Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed blood/body fluid within the lumens of the lead. The helix was stretched and the distal shocking coil was cut through at the distal end. Also, the proximal shocking coil was separated from the lead body insulation. This damage appeared consistent was lead extraction. However, at 352-363 mm from the terminal pin the trilumen insulation was abraded through to the rate/sense lumen. The webbing was damaged between the rate/sense and the distal high voltage conductors in this area. The insulation was flattened in this area. Microscopic analysis indicated the damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage, it is likely this was caused by clavicular/first-rib entrapment. Laboratory analysis was not able to confirm the suspected dislodgement. The helix extension/retraction difficulties were likely due to blood infiltration into the helix mechanism. It was possible the increase in the pacing threshold measurements was due to the insulation damage.

Event description:
Boston scientific received information that during a routine follow-up, the pacing threshold measurements on this right ventricular (rv) lead were higher than expected. The physician suspected the lead was dislodged. During the revision procedure, a large amount of tissue was observed in the helix and it was no longer able to extend and retract. The lead was explanted and replaced. No additional adverse patient effects were reported.